Event description:
It was reported that the "connection of the pressure tubing got detached and blood leaked from the connection after 7 days of use in nicu." The kit was used on a severely ill newborn infant. The patient was under constant attention of a nurse so the tubing detachment and blood leakage was noticed quickly and the amount of blood loss was not severe.

Manufacturer narrative:
Received one pediatric vamp jr. Kit for examination. Blood was visible inside of the kit. The tubing was detached from the solvent bond joint with the stopcock luer (shut-off valve). Indication of bonding solvent was visible at a small part of the tubing bond area and it appeared to be thin. The outer and inner diameters of the tubing were measured near the point of detachment and were found within the allowable specifications. Visual examination was performed under 10x magnification. The reported defect was confirmed to be a manufacturing defect. The lot number was not provided; therefore review of the manufacturing records could not be completed. The defect was confirmed to be related to the manufacturing process. An investigation has been initiated to determine the root cause and implement any necessary corrective actions.

Manufacturer narrative:
A review of the manufacturing records indicated that the product met specifications upon release. We received 4 possible lot numbers. Yj0864mt - mfg date 05/01/2011, exp date 10/30/2012. Yj1802mt - mfg date 05/01/2011, exp date 10/30/2012. Yk1592mt - mfg date 06/01/2011, exp date 11/30/2012. Yk1647mt - mfg date 06/01/2011, exp date 11/30/2012.